Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a resume pump alarm occurred. Review of t:connect pump data indicated that the pump reset. The cartridge was reloaded and the customer resumed insulin delivery. The customer's blood glucose level was 191 mg/dl and it was addressed with a bolus.